Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 21mm 11500aj inspiris aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of three (3) years and four (4) months due to aortic stenosis secondary to mediastinitis. The patient had no subjective symptoms. Valve-in-valve procedure is planned with a non-edwards device.this is a 71-year-old female patient with history of aortic stenosis s/p aortic valve replacement. Mediastinitis was diagnosed several days after device implant and underwent surgery for omental filling eleven (11) days after device implant. Both causative bacteria and infection route was unknown.

Manufacturer narrative:
Added in formation to h6. The device history record (DHR) could not be performed as the serial number remains unknown. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed.

Manufacturer narrative:
Added information to b5, b6, b7.

Event description:
Edwards received information that a patient with a 21mm 11500aj inspiris aortic valve has been evaluated for a valve-in-valve procedure after an implant duration of three (3) years and four (4) months due to aortic stenosis. The patient had no subjective symptoms. Valve-in-valve procedure is planned with a non-edwards device.